Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify, did the vstas1 tip that experienced the quality issue come from a 3 pack of tips sold separately or a vistaseal kit? If the tip came within a vistaseal kit, please provide corresponding product code (vst02, vst04, or vst10) and kit lot number.3. Is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event?4. How many times have they applied the laparoscopic tip?5. Was a sales representative present during the case when the issue was experienced?6. What is the lot number of the dual applicator?7. Was any leakage or product solution observed at the luer locks connection? 8. Were there any unexpected outcomes or complications as a result of the event?9. Are there pictures of the damaged device available?to date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent.h6 component code: g07002 ¿ device not returned

Event description:
It was reported that a patient underwent a laparoscopic gastric sleeve procedure on (B)(6) 2022 and a fibrin sealant preparation device was used. During the procedure, the lure locks would not unlock to be applied to the product. Another fibrin sealant preparation device was used to complete the procedure. There were no adverse consequences for the patient. Additional information has been requested.